Event description:
Secondary infusion of cefazolin 50 ml bag started. Bag emptied sooner than expected without alarms. Lvp and tubing sent to biomed (pcu not returned). Biomed tested the tubing and device and found no issues. He would like to send them in to us for further testing. There was no pt harm and no medical intervention was required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.